Event description:
It was reported to boston scientific corporation that a rigiflex ii dilatation balloon was attempted to be used during a procedure performed on an unknown date. During the procedure, the nurse reported that a small perforation occurred during a procedure involving the rigiflex device when a 40 mm balloon was inadvertently used instead of the intended 30 mm balloon. No further information has been obtained despite good faith efforts. Note: the rigiflex ii single-use achalasia balloon dilator (30 mm) is indicated for dilatation of the cardia in patients with achalasia. The device specifications identify a balloon diameter of 30 mm. However, the procedure reportedly involved dilation to 40 mm, which exceeded the diameter of the 30 mm device used.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e2114 captures the reportable event of perforation.